Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, a crease flat. A leak test was performed and found an opening on the device. A microscopic analysis was performed which identified an sharp opening in the plug strap disk shell and a punctured in the radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap disk shell edge to an unidentified (tear) opening. A puncture opening on radius assessed to surgical damage like.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.